Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient had fallen in (B)(6) 2009, and had a "thrombosis". It was noted that his stimulation had been turned off for over a year. His legs were noted as "swollen and red and purple". At that time, the patient was in fair condition and was in a long-term care facility. The company representative met with the patient in (B)(6) 2009, and an overdischarge condition on the patient's device was suspected and it was reported that this was his second or third overdischarge condition. He last had stimulation in (B)(6) 2009, and the overdischarge situation was attributed to patient non-compliance and some "personal issues". The patient had the neurostimulator replaced (with a non-rechargeable type) due to the overdischarge condition and was reported as receiving therapy without any further problems.